Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog: 301948, lot: 1812106 to investigate for this record. Visual inspection of the returned sample presented a broken tip. As a result, bd was able to verify the reported issue. Bd has concluded that the broken tip was produced in the primary packaging machine, in the stack of the syringe feeder. The incorrect alignment of the syringes in this process produced the ruptured of the tip. DHR showed no indication of the alleged defect. H3 other text.

Event description:
It was reported that breakage was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter. "It's noticed that the tip of barrel breakage when unpacking."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that the tip of barrel breakage when unpacking."